Event description:
While wearing the external equipment, the pt reportedly had no sound percept. The pt was seen at the center for evaluation. External equipment was exchanged and programming adjustments were made. However, the probelm was not resolved. In 2005, the pt was seen by a co representative for device evaluation. Testing performed confirmed that the device was no longer functioning. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.